Event description:
It was reported that the customer received a compromised force sensor system alarm on the insulin pump while changing the reservoir. The customer's blood glucose was 175 mg/dl. The customer received the alarm upon attempting to prime the tubing. The insulin pump was then stuck in the priming loop. Troubleshooting was done. The customer stated that the drive support cap appeared normal. Explained that a possible cause of the alarm was that when, during seating, the force sensor did not detect the reservoir. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk, minor scratches on the display window, a cracked case at the display window corners, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.